Event description:
Allegedly, a nurse working in a hospital developed a latex allergy while using unidentified gloves. Ssl americas. Inc. Was notified of the alleged event through a process of litigation involving many companies. It is unclear that MFR's device was used or caused any injury to the pt.